Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to a product performance issue. Additional information indicated that during clinic follow-up, it was discovered that the lead exhibited increased thresholds. X-ray showed the lv lead had pulled back but was still partially inside the low lateral branch. The physician decided to move forward with revision due to lead location and the probability of total dislodgment. A new spiral short lead was placed into a higher lateral branch without issue. No additional adverse patient effects were reported.